Event description:
During facial fracture, doctor was inserting screw and the head snapped off. Shaft of screw stayed in the pt.

Manufacturer narrative:
Investigation in progress but not yet completes.